Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a plastic catheter needed to be placed at the stoma on a tracheostomy. The doctor found that the cuff was leaking air, so after replacing the equipment, there was no air leakage upon inspection, and then the plastic catheter was inserted again. This leakage might put the patient at risk for inadequate ventilation, which could result in patient harm and would likely cause or contribute to a death or serious injury if the malfunction were to recur. There was patient involvement, and no patient harm reported.